Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/15/2020. H.6. Investigation: a device history record review was performed for provided lot numbers 9316375 & 0071630. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 9 physical samples and 2 picture samples were received for evaluation by our quality team. One photo shows a metal gauge and the other photo shows 3 syringe barrels with tip flash, which from the photo, it is difficult to confirm the plastic flash size. Of the 9 samples received, all were visually inspected for luer tip flash and each was also measured for tip flash finding them all within specification. Each sample was also measured with our luer taper and all were within specification. As the results of the investigation were within specification, the cause for this defect could not be determined.

Event description:
It was reported that an unspecified number of syringes 20ml s/t bns from lots 9316375 and 0071630 had issues with molding defects that were found before use. The following information was provided by the initial reporter: "part number l-05000-004a, lots 13p20j0130 and 13p20j0131 were found with flash greater than 0.015" and the male taper is outside the specified tolerance. Sample size was 200 ea and were found 11 (flash >.015") and 20 (male taper outside the specified tolerance) defective. These characteristics are causes of non-conformance and reject the whole lot."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9316375, medical device expiration date: 2024-10-31, device manufacture date: 2019-11-12, medical device lot #: 0071630, medical device expiration date: 2025-02-28, device manufacture date: 2020-03-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringes 20ml s/t bns from lots 9316375 and 0071630 had issues with molding defects that were found before use. The following information was provided by the initial reporter: "part number l-05000-004a, lots 13p20j0130 and 13p20j0131 were found with flash greater than 0.015" and the male taper is outside the specified tolerance. Sample size was 200 ea and were found 11 (flash >.015") and 20 (male taper outside the specified tolerance) defective. These characteristics are causes of non-conformance and reject the whole lot."